Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscpoic anterior resection, the jaws did not open after a scrub nurse grasped the closing lever. The cartridge was white. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.